Event description:
The surgeon could not get the spin plate to fully lock in the engaged position. The parts were implanted in the pt and caused no harm.

Manufacturer narrative:
The parts were not returned for evaluation, they were implanted in the pt and caused no harm. No nonconformities noted based on a review of the device history record. Given the description of the event and the observations made during the investigation, the root cause cannot be determined. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.